Manufacturer narrative:
Product ID: 3093-28, lot# va03dt9, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported patient had loss of therapeutic effect and loss of bladder control which started 2 weeks prior to this report. It was indicated that patient had to go to the bathroom standing up. The patient was hardly ¿getting any notice, it was coming out right then and there¿. It was indicated that stimulation was increased from 11v to 11.2v and patient will be keeping it at the setting to see if this was going to help her. Additional information received later indicated that patient was trying to increase her stimulation but it got ¿out of whack¿. It was indicated they were getting the no communication screen and was seeing the question mark. It was indicated that patient was at 3.2 on program 2 and was seeing the lightning bolt. It was indicated that patient was not feeling any stimulation as she usually does. It was noted that it had being about a month since she had felt any stimulation. It was further reported that in the past month her symptoms had also returned and symptoms had increased. It was indicated that patient reported seeing health care provider in (B)(6) and everything seemed fine. It was indicated patient fell about 4 weeks ago prior to this event. The patient started at 2.0 and had slowly increased it to 3.2 and about 2-3 days prior to this report. It was indicated she had further increased it to 3.4.the patient had been getting up about 6 times during the night. A follow-up report will be sent if additional information becomes available.